Event description:
It was reported that the customer passed away. The blood glucose reading was not known. The cause of death and events leading up to the death were not known. It was not known whether the customer was wearing the insulin pump at the time of death. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.